Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3 h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust accumulation on the sensor part of the scope socket, images are displayed intermittently and failure of the printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel blinking due to dust accumulation on the sensor part of the scope socket and images are displayed intermittently due failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had front panel blinking. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.